Event description:
Complainant alleged that while attempting to pace a patient, the device was unable to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.